Event description:
The customer reported that the central nurse's station (cns) was stuck in boot loop after a reboot. There was no patient injury reported.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) was stuck in boot loop after a reboot. Technical support (ts) had the customer disconnect the network cable to force the network disconnect error to pop up and then they were able to a controlled reboot rather than letting the unit reboot on its own. After two more reboots, the cns application launched and appeared to functioned properly. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was stuck in boot loop after a reboot. Technical support (ts) had the customer disconnect the network cable to force the network disconnect error to pop up and then they were able to a controlled reboot rather than letting the unit reboot on its own. After two more reboots, the cns application launched and appeared to functioned properly. There was no patient injury reported. Investigation summary: as the system was not returned for evaluation, root cause cannot be determined. Boot loops are commonly associate to degraded or failing hard drives. Hard drive failures are likely attributable to reaching the end of expected useful life (approximately 20,000 hours of use - every two years). Pu-681ra serial number (B)(6) was installed at the customer's facility on (B)(6)2019. Due to the age of the device, the root cause is most likely due to wear and tear on the hdd as it is a mechanical component which can degrade as it is used. The following fields are not applicable (na) to this report: b2 d4 lot # & expiration date d6a & d6b d7b f1 - f14 g4 device bla number g5 g7 h2 h7 h9 the following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 attempt # 1: (B)(6)2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6)2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 (B)(6)/2022 emailed the customer via microsoft outlook for patient information: no reply was received. B6 attempt # 1: (B)(6)2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6)/2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 (B)(6)2022 emailed the customer via microsoft outlook for patient information: no reply was received. B7 attempt # 1: (B)(6)2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6)2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 (B)(6)2022 emailed the customer via microsoft outlook for patient information: no reply was received. D10 attempt # 1: (B)(6)2022 emailed the customer via microsoft outlook for device information: no reply was received. Attempt # 2: (B)(6)/2022 emailed the customer via microsoft outlook for device information: no reply was received. Attempt # 3 (B)(6)2022 emailed the customer via microsoft outlook for device information: no reply was received. Additiona information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H10 additional manufacturer narrative manufacturer references # 300292495 - 139322 follow up 001

Event description:
The customer reported that the central nurse's station (cns) was stuck in boot loop after a reboot. There was no patient injury reported.